Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with thermocool smarttouch sf and an irrigation issue occurred which was an intraoperative discovery. Irrigation inadequate. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 26-feb-2025. The suspected device for the reported flow/irrigation issue was the catheter. The issue was an intraoperative discovery. No error, high temperature displayed during ablation, withdrawing the device out and high-flow flushing, it was found not irrigating. Steps taken to resolve the irrigation issue was repeated high-flow flushing. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The irrigation issue was originally considered non-reportable, however, bwi became aware on 26-feb-2025 that the irrigation issue was an intraoperative discovery and have reassessed the irrigation issue as reportable. The awareness date for this record is 26-feb-2025. The high temperature displayed issue was assessed as not MDR reportable. There was no indication that a temperature cut-off was reached. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with thermocool smarttouch sf. Irrigation inadequate. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The issue was an intraoperative discovery. No error, high temperature displayed during ablation, withdrawing the device out and high-flow flushing, it was found not irrigating. The device evaluation was completed on 05-may-2025. The thermocool smarttouch sf device was returned to johnson and johnson medtech for evaluation. A visual inspection, pump and pressure gage test and temperature and impedance test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed that no damage or anomalies on the device. A pump and pressure gage test was performed, and the device was irrigating correctly; however, during the test, the puller wire was found broken from the tip. No irrigation issues were observed. The temperature and impedance test was performed, and no temperature was displayed due to an open circuit in the tip area. A manufacturing record evaluation was performed and no internal action was found during the review. The temperature issue reported by the customer was confirmed; however, no occlusion was observed during the testing. The potential cause of the open circuit and puller wire broken cannot be determined. The catheter instructions for use contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿intermittent or low irrigation¿ issue. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿high temperature¿ issue. The biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿. -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the biosense webster inc. Analysis finding of the ¿puller wire was found broken from the tip¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).